Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified superficial femoral artery (sfa). A 5.0mmx80mmx135cm (4f) sterling¿ balloon catheter was positioned in the vessel across the area of stenosis. However, upon the first inflation, the balloon ruptured at 12 atmospheres. The device was removed from the patient and the procedure was completed with another sterling¿ balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: returned device consisted of a sterling balloon catheter with no other devices. There was contrast in the inflation lumen. Inspection under magnification revealed the majority of balloon was torn. There were no irregularities in the balloon material that could have contributed to the tear. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).